Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history of this device shows that the device had not been in for service yet. The customer issue was confirmed as the device did not recognize the cassette the root cause of the issue could not be determined. The downstream occlusion sensor will be replaced to correct the issue. The device will be returned to the customer after passing all function and accuracy tests.

Event description:
The customer returned the product for pump did not recognize the cassette, during device analysis, a non-functional downstream occlusion sensor was identified. There was no patient involvement.